Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a subsequent device check showed no abnormal behavior of the implantable pulse generator (ipg). The physician opted to not explant the ipg but to continue to monitor. The device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with exit block and only an escape rhythm. The implantable pulse generator (ipg) had capture management programmed on, however the outputs were lower than the thresholds. The ipg was in vvi 65 elective replacement indicator (eri) programming mode; however, there was no notification upon interrogation that the ipg should be replaced. Programming changes were made, and a device replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2018 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. If information is provided in the future, a supplemental report will be issued.